Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during fill 1. The home patient (hp) stated they disconnected the heater bag and attached a new heater bag to the heater line. The technical service representative (tsr) informed the hp that when starting over with new supplies, they should start over with all new bags and a new cassette. The tsr informed the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the hp on (B)(6) 2012. After starting over with new supplies, therapy went well. She had not spoken with her nurse about reusing supplies, but she stated that the tsr reviewed proper procedures with her and she now knew that it was a contamination risk to do so. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of a single use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.